Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The first clip delivery system referenced, is filed under a separate medwatch number.

Event description:
This report is filed on the second mitraclip delivery system (cds 1036000520) because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that during the procedure with the clip delivery system (cds 1036000518) in the anatomy, the gripper line was stuck during the gripper line removability test. There were no issues with functional inspection prior to use and there were no knots noted on the gripper line. Trouble shooting steps were performed (gripper line was cycled up and down, the torque on the steerable guide catheter was adjusted some) but there was hardly any movement on the gripper line. The mitraclip was removed from the leaflets and the cds was removed. Another cds (cds 1036000520 was inserted and the mitraclip was implanted, in the patient with degenerative mitral regurgitation (mr) reducing the mr from 4+ to 2+. After clip deployment, this clip detached from the posterior mitral valve leaflet but remained attached to the anterior leaflet. The mr returned to 4+ and the procedure was completed. Although leaflet assessment was confirmed, the restricted posterior leaflet and high v wave pressures, made this a challenging clip procedure. The patient is in stable condition, but is very sick. The device issues did not result in any adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record revealed no non-conformances from the reported lot. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot for single leaflet device attachment (slda - the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet). Potential causes for slda leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed leaflets, user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets), or manufacturing anomalies. In this case, the information provided in the case details stated there was a slight anterior leaflet prolapse, the patient had a rotated heart and a restrictive posterior leaflet. Based on the information reviewed, the reported slda appears to be related to procedural conditions. There does not appear to be any evidence of a quality deficiency with this device.